Manufacturer narrative:
Additional information was requested but was not yet available.

Event description:
It was reported that noise lead to oversensing and lead damage were observed on the right ventricular (rv) lead.